Event description:
Revision of tibial insert, reason unk.

Manufacturer narrative:
Encore was not provided either the lot number or the date of initial implant. This info will be provided if it becomes available.